Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering a pl patient line is blocked and air detected in cassette warning in drain 5 of 7. Patient reported that the safety pin was not pushed in and catheter clamps and blue patient line clamp are open. No air lock is seeing in patient line. Single drain line is going to the bathtub, yellow clamps are open, no kinks. No fibrin is present in treatment but there are several air bubbles blocking the drain line. Patient resumed treatment and he stated that the air bubbles went away but the drain volume just increased to 335 ml in about 5 minutes. Patient is doing tidal based therapy. The patient was advised to cancel treatment. Patient observed evidence of a fluid leak inside the cassette door when removing the cassette. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. There was no medical intervention. No treatments missed. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. The reported symptom (pl patient line is blocked) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Additional information: date of birth, weight. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.